Event description:
International complaint coordinator reports one incident of patient death after using the a-18 dialyzer. It was reported that after treatment patient vomited and subsequently expired.